Event description:
Reporter alleged discrepant blood glucose results during back to back testing of 175mg/dl versus 56 mg/dl performed within 10 mins and 147 mg/dl versus 288 mg/dl performed within 2 mins apart. As a result of the comparison, no actions were taken or treatment reportedly received. Customer indicated going to a routine dr's appointment the day after performing the comparisons and obtained back to back results as well. The comparison at the dr was reportedly performed one hr apart and no medical treatment resulted. A request was made for the return of the suspect product and replacement product was sent.